Event description:
It was reported that the "venous pot" of a prismaflex m100 set was disconnected and leaked blood during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed that the monitor line was disconnected from the deaeration chamber, which allowed the leakage. The defect was not detected during the priming process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damaged component was determined to be related to improper handling of the product. Should additional relevant information become available, a supplemental report will be submitted.